Event description:
Related manufacturer report numbers: 2017865-2022-09717, 2017865-2022-09718. It was reported during in clinic follow up that the atrial lead exhibited decreased sensing. The lead was explanted and successfully replaced. During the post operative follow up, the left ventricular lead was discovered to have lost capture. A second operation took place to explant and replace it. However, once reconnected to the pacemaker, the multiple channels showed noise and decreased sensing. It was noted during extraction that blood had gotten into the header ports of the device. Once the physician replaced the pacemaker, the electrical issues resolved. The patient was stable and asymptomatic.